Manufacturer narrative:
Cec assessed the event as a non q wave mi (target vessel) mdt extended historical peri-pci as no event. Cec also assessed the the 1st cass site to indicate the location of stent thrombosis, revascularization or mi as the proximal rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of atrial fibrillation, sleep apnea and cad. Cec assessed stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Iol exchange was scheduled for (B)(6) 2018. However no confirmation has been received. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient had myopic outcome and decreased visual acuity after the implantation of the zct225 26.0 diopter tecnis toric iol (intraocular lens) into her right eye (od). For those reasons, the iol exchange was scheduled for (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Cec assessed mi as a non q wave mi (target vessel), mdt extended historical peri-pci. If information is provided in the future, a supplemental report will be issued.